Event description:
It was reported 2 years and 2 months post implantation, the patient was given a cortisone injection for left hip bursitis. The bursitis was likely related to the initial procedure. There are no plans for the patient to be revised. All devices remain implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010264 item name g7 osseoti multihole 52mm e lot # 65123470. 00877503202 item name bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper. 12/14 lot # 3087573. 00625006535 item name bone screw self-tapping 6.5 mm dia. 35 mm length lot # j7241829. 20123205 item name 32mm i.d. Size e high wall liner lot # 65224135. 00786401420 item name femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 14 149 mm stem length cementless lot # 64122192. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.